Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin, and provided the device operator with an under dose. The following information was provided by the initial reporter: while on insulin lispro and treprostinil therapy, she had chosen 10 units and pressed the dose button that goes down to 4 units but did not down any further. She did not know if she got the right dose. Also, her blood sugar was elevated after the injection (value and unit not provided). Information regarding the corrective treatment and outcome of the event was not provided.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. DHR could not be performed due to unknown lot#.

Event description:
It was reported that the unspecified bd pen needle was unable to deliver insulin, and provided the device operator with an under dose. The following information was provided by the initial reporter: while on insulin lispro and treprostinil therapy, she had chosen 10 units and pressed the dose button that goes down to 4 units but did not down any further. She did not know if she got the right dose. Also, her blood sugar was elevated after the injection (value and unit not provided). Information regarding the corrective treatment and outcome of the event was not provided.